Event description:
Philips received a product complaint indicating that a v60 ventilator failed to deliver volume. No patient or user harm was reported, and it is currently unknown whether the device was in clinical use at the time of the event. Because the customer was away from the equipment during the support call, immediate technical troubleshooting could not be performed. The remote service engineer (rse) advised the customer to perform a standard preoperational check in accordance with the service manual once they regained access to the unit, which the customer acknowledged. The manufacturer's investigation into the root cause of the issue remains ongoing.